Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortuous superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced to the lesion, however, the balloon ruptured during unknown inflation at 14 atmospheres. The device was completely removed from the patient and the procedure was completed with a 5x120mm non-bsc balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the returned product consisted of a coyote balloon catheter with no packaging or other devices. The catheter was visually and tactilely inspected and no damage or irregularities were found. There was blood and contrast in the inflation lumen and in the balloon. Examination of under magnification revealed a longitudinal balloon tear 92mm long starting on the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a moderately tortuous superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced to the lesion, however, the balloon ruptured during unknown inflation at 14 atmospheres. The device was completely removed from the patient and the procedure was completed with a 5x120mm non-bsc balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).